Event description:
IV catheter broke off near the hub and became free floating in the cephalic vein. Surgery was required to remove. Nurse started the IV with 20 gauge bd catheter. Good blood return and flow. At 1500, the IV was noted to be infiltrated. When it is discontinued, the nurse saw that the plastic catheter had broken from the hub and an xray of the arm noted the catheter to be in the cephalic vein. The pt had to be taken to surgery for removal of the catheter.